Event description:
The reporter contacted animas on (B)(6) 2014 alleging for the past weeks, a horizontal black line was on the display on the right side of the screen. The display was faded/dim to the right side of the line. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the screen was fully functional and was fully illuminated with no signs of extrinsic lines visible on the display. Investigation did not confirm or duplicate the complaint of line through the display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.